Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. The customer was prompted to repeat the samples as they were flagged in their laboratory information system. For patient 1, the initial na result was 151.1 mmol/l. The sample was repeated on another ise module and the result was 147.6 mmol/l. For patient 2, the initial na result was 148 mmol/l. The sample was repeated on another ise module and the result was 139 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Calibration was last performed on 23-jul-2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a reagent performance issue could be excluded. The alarm trace showed several abnormal aspiration alarms. The field service engineer (fse) found that the ise sipper and vacuum nozzle had gel on them and possibly inside the flow path. The fse cleaned the sipper, vacuum nozzle, and flow path, and performed ise checks. The customer performed calibration, qc, and a precision check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.